Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon ruptured at 6atm. The procedure was completed with a different device. No patient complications were reported.